Manufacturer narrative:
The user facility submitted medwatch mw5106572 for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked from the one of the valves (clearlink component). The nurse had to screw an unknown red cap onto the valves to keep the medication from leaking out. This issue was identified during patient use. The sets were infusing saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.